Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and that it had performed to specification up to (B)(6) 2012 when the software was upgraded from version 2.0.8 to 3.2.0, after this the pad-pak was removed and there was no further information. The information obtained from the device did not show any evidence that the device was switching itself on automatically as reported, nor was there any other evidence to indicate a fault with the device. The investigation confirmed that there was no fault with the device or any component in the device and that it had performed to specification. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.